Manufacturer narrative:
H11: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. IFU review unable to be performed as the model is unknown. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Through review of medical article "sequential alcohol septal ablation to resolve lv outflow tract obstruction after transcatheter mitral valve replacement", the following event was identified as pertaining to an edwards device: a 71-year-old patient with a 21mm edwards perimount valve implanted in the aortic position underwent valve-in-valve procedure after an unknown implant duration due to moderate degeneration, including leaflet thickening, calcification, and a gradually increasing mean gradient (from 8 to 19 mmhg) over the past year. A non-edwards transcatheter valve was implanted within the surgical valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the date of the event is unknown. However, the article was received for publication on 04th sep 2023. Therefore, the date the article was received for publication was used as the date of event. The subject device is not available for evaluation as it remained implanted in the patient. Article citation: mark m p van den dorpel, mauricio felippi de sa marchi, sarah verhemel, rik adrichem, rutger-jan nuis, joost daemen, marcel l geleijnse, claire ben ren, alexander hirsch, nicolas m van mieghem. Sequential alcohol septal ablation to resolve lv outflow tract obstruction after transcatheter mitral valve replacement. Jacc case rep. 2023 dec 30;29(3):102193. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.